Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited faster than expected battery depletion. This device was reported to have a longevity remaining of three years but declared elective replacement indicator (eri) three months after. Boston scientific technical services (ts) verified that there were no programming changes done. Per engineering analysis, the diagnostics are consistent with a device that is depleting prematurely. The device hardware is not detecting the loss of the battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. This crt-d was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited explant indicator after it showed 3 years remaining last few months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.